Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred in 2019. Initial reporter is a mitek employee. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on december 15, 2016 and passed all functional testing before being returned to the customer. No further investigation is required. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. The defects reported by the customer have been verified and remedied using the measures listed as per the service report. Motor does not turn: motor replaced, short circuit in the motor cable - motor cable replaced, resistance value out of specs: handcontrol set replaced. The root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on december 15, 2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported by the affiliate that the customer via mail requests the replacement of the micro tornado handpiece with hand controls. No consequence for the patient. Unknown who was involved if patient or user. The issue was found pre-operatively. It is unknown what happened. The outcome of the event, outcome to the patient(s) and/or users are unknown. It is unknown how the surgery was ended. The customer states that they have no further information. During investigation of the device by the manufacture, an electrical short was noted. This report is for a micro tornado handpiece. This is report 1 of 1 for (B)(4).